Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
The hcp reported right-side "the prosthesis showed an intracapsular rupture. The contours are deformed. The prosthesis shows lobulation, without extracapsular rupture. There was a lot of fluid around the prosthesis, which had collapsed to a thickness of 12mm. The patient is in too much pain." The device remains implanted.

Event description:
The healthcare professional reported right-side "the prosthesis showed an intracapsular rupture. The contours are deformed. The prosthesis shows lobulation, without extracapsular rupture. There was a lot of fluid around the prosthesis, which had collapsed to a thickness of 12mm. The patient is in too much pain." Allergan has determined that the event of rupture did not occur. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Deformation: deformation observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur. He device has been explanted.